Manufacturer narrative:
Date of this report corrected to: (B)(6) 2013. Source of report adding: health professional, study, and user facility. Placeholder.

Event description:
The clinic reported that a clinical study patient presented with a loss of 2 lines of best corrected visual acuity in the right eye following a laser vision correction procedure at the 6 month post op exam. The patient's pre-op corrected visual acuity was 20/12.5 in the right eye and at the 6 month post exam the patient's corrected visual acuity was 20/20.

Event description:
The clinic reported that a clinical study patient presented with a loss of 2 lines of best corrected visual acuity in the left eye following a laser vision correction procedure at the 6 month post op exam. The patient's pre-op corrected visual acuity was 20/12.5 in the right eye and at the 6 month post exam the patient's corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only as part of a clinical study and did not request field service. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
The clinic reported that a clinical study patient presented with a loss of 2 lines of best corrected visual acuity in the left eye following a laser vision correction procedure at the 6 month post op exam. The patient's pre-op corrected visual acuity was 20/12.5 in the right eye and at the 6 month post exam the patient's corrected visual acuity was 20/20. Placeholder.